Event description:
It was reported that a pca combination anti-siphon set had its tubing break near the male luer. The set was being used with an unknown pca (patient controlled analgesia) pump. A leak was noticed on the floor when after the pca button was pressed 110 times but appeared not to be increasing the doses. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4) field service representative for health partners. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.